Event description:
Information was received from a healthcare provider (hcp) via a manufacturers representative (rep) regarding a patient who was receiving 20 mg/ml bupivacaine at 9.991 mg/day and 25 mg/ml morphine at 12.489 mg/day via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patients pump had undergone multiple motor stalls and recoveries beginning on (B)(6) 2016. The periods for the motors stalls were (B)(6), a stall that did not recover. No symptoms were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from a company representative and it was reported that the patient had been experiencing increased pain, but she also had kidney stones that were causing increased pain as well. The physician wanted to wait a couple of days to see if a motor stall recovery occurred before referring the patient to another physician for replacement. The cause for the motor stalls was unknown. The patient had not had an MRI recently that would account for them. The issue was not resolved as of yet to the reporter¿s knowledge. The physician was going to keep the reporter posted on the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.